Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be internally torn and leaking 0.21 inches from the nail head, causing corrosion and an insulin deliver failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 21 mmol/l (378 mg/dl). The pod was worn between 5 and 24 hours on the hip/buttocks. Hyperglycemia treated with pen correction and a new pod.